Manufacturer narrative:
A complete lead was returned for analysis in two segments measuring 7.5 cm and 79.4 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a lead explant procedure, lead dislodgement was observed on the lv lead. Patient was pacemaker dependent lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.